Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple drawers failed and were not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer arrived onsite and found that the issue had already been resolved by the customer. The technician verified drawer functionality with the rx tech using the main application. Since the issue had been resolved and the rx tech declined further testing due to time constraints, no additional troubleshooting was performed. The system functioned as intended after the customer resolved the issue.